Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure the patient was experiencing a headache. There was no cerebrospinal fluid leak noted. The patient underwent a blood patch procedure and the physician observed that there was a false positive loss of resistance during the access to the epidural space. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).